Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation/capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation revision with saline mentor smooth round high profile 420cc breast implants and experienced bilateral deflation and bilateral capsular contracture baker grade unknown. As a result, the patient underwent removal and replacement with mentor saline breast implants (serial numbers (B)(4) on (B)(6) 2020. This report is for the right breast prosthesis.

Manufacturer narrative:
On (B)(6) 2020, the following information was erroneously omitted from the previous report: patient ethnicity is hispanic/latino. The patient also experienced swelling on the left side and a fever. The capsular contracture baker grade iii was only experienced on the left side, and only the right breast prosthesis had deflated. The correct date of implantation for this device is (B)(6) 2017. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On sep 17 2020, it was noticed the device was returned on aug 22 2020. The device was initially reported returned under the contralateral device. Device evaluation summary: during the visual evaluation of the device, a tear was observed on the posterior view, measuring approximately 0.3 cm. Microscopic examination was performed and shell abrasion was found in the edges of the rupture. The evaluation determined that the rupture is consistent with a deflation caused by wear. Shell abrasion suggest in-vivo folding or creasing of the device. This may be the result of the continuous and sustained stresses to the device. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).